Manufacturer narrative:
(B)(4). The results of this investigation concluded that all three cusps contained tears, and fibrous pannus ingrowth was observed on the inflow surface of cusps 2 and 3, and on the outflow surface of cusp 2. Stent post 3 was observed to be bent outward slightly. It is unknown how or when the stent post became bent. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the cusp tears, pannus, and bent stent post was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 21 mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted and replaced with another 21 mm trifecta valve due to a suspected cusp tear at the base of the valve. The patient is reported to be recovering.